Event description:
On 12/25/2007, the patient reported that her blood glucose was elevated to 400 mg/dl due to air bubbles in her insulin cartridge. She reported symptoms of fatigue, abdominal pain, and nausea. Her normal blood glucose level is 180 mg/dl. She stated that she bolused through the infusion device in an attempt to lower her blood glucose but she had not noticed any improvement. Through troubleshooting, it was discovered that the patient does not attach the infusion tubing and adapter to the insulin cartridge before inserting it into the infusion device. She was advised to do so. The patient was assisted with inserting an insulin cartridge and removing all air bubbles. Upon follow up, the following day, the patient stated her blood glucose was "fine" and she had no further issues with air bubbles. The patient did not require medical assistance from a healthcare professional or second party to address the issue. No product will be returned for evaluation.

Manufacturer narrative:
No product will be returned for evaluation.